Manufacturer narrative:
(B)(4).

Event description:
During a cystectomy case a reload failed to fire and would not unarticulate. The surgeon was able to articulate and clamp the reload on the tissue but when he put the handle into firing mode an attempted to fire the handle would not fire. Since the reload would not unarticulate the reload could not be removed from the adapter. Another handle , adapter and reload was opened and the procedure was successfully completed. The delay was about 5 minutes. There was no additional blood loss or adverse effect to the patient.

Manufacturer narrative:
Tracking number: (B)(4). Post market vigilance (pmv) led an evaluation of one articulating reload opened by the account. This evaluation was based on a technical review of all data received from the site, a pmv review of complaint trends and an evaluation of the returned device. Visual inspection of the cartridge revealed that the reload was fully fired. The reload was loaded into a pmv representative instrument for functional testing. The reload was cycled without hesitation or binding. The reload articulated and unloaded without difficulty. Functional testing confirmed the safety interlock feature successfully prevented the reload from cycling again. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate.